Event description:
The customer contact reproted that the device did not sound an audible alarm during an alarm condition. The device was returned to the biomedical engineering department for an unspecified reason. During testing at the user facility, the device did not sound an audible alarm during an alarm condition. There were no reprots of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The device did not sound an audible alarm tone during an alarm condition. This was due to the audio buzzer.